Event description:
The customer reported that the system's remote user interface would not respond to commands outside of a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and the joystick assembly was replaced. The system was tested and found to be working as intended and put back into service.